Event description:
Additional information received reported that impedance testing returned all contacts were within normal limits. It was stated that the patient was receiving appropriate coverage. It was noted that no other diagnostic tests were performed and there were no plans to do further diagnostic testing. It was stated that the patient¿s physician believed that there was some pocket irritation caused by the patient bumping the battery and sleeping on the side that the battery was implanted on. It was further stated that the patient¿s physician had prescribed a topical anesthetic to ease the patient¿s uncomfortable feeling. It was noted that the topical anesthetic had helped immensely. It was noted that after reprogramming, the patient¿s ¿loss of stimulation¿ on the right side was remedied. It was further noted that the patient had in fact not ¿lost¿ stimulation, but instead wanted it to be stronger and in a more widespread area, which was achieved.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an MRI yesterday. She put the device in MRI mode and turned stimulation off. When she got up she felt pain and burning right at the spot of her implantable neurostimulator (ins). The patient had an appointment later that day with her healthcare provider (hcp) and he told her to watch it and call him if anything changed. Today the patient was still feeling the burning sensation. It was noted the patient uses stimulation 24/7. Her device was great and it stopped the pain going down her leg because she uses therapy all the time. It was noted the patient¿s pocket site was warm but not red. The patient tried turning stimulation off and she still felt the burning. It was noted the patient had never felt anything her pocket site before except for her scar. The patient was not in excruciating pain and she loved her device. It was also reported she charged her device every other day and when she goes to charge it¿s usually about 1/3 of the way down. When the patient went to charge her ins today the battery looked like it was still full. The patient thought she only had stimulation off for less than an hour to get her MRI. It was noted the first time the patient went to charge her ins it took 5.5 hours to charge because she waited until she had about 1/3 battery left. Additional information received 12 days later reported the patient also experienced surging and erratic stimulation sensation following the MRI. It was noted prior to the MRI the patient was getting good bilateral back and leg coverage but now was only getting stimulation on the left side. A manufacturer representative was meeting with the patient today for reprogramming and to check the patient¿s system. Additional information received six days later reported the patient¿s doctor and manufacturer representative thought the patient¿s ins may have moved. It was noted the patient was starting to regain feeling in her leg and it had been numb prior to her spinal cord stimulator being implanted. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.